Manufacturer narrative:
This is a retrospective MDR submission. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in (B)(6) (patient database) that the patient did receive one positive curative test result. The patient's test sample (B)(6) was collected on (B)(6) 2021. The patient's sample resulted in a viral CT value of 28.67 which falls under the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, sample (B)(6) was resulted correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. Sample (B)(6) was located on plate-(B)(4) and testing started on (B)(6) 2021 at 08:12pm cst and the result for this test was released on (B)(6) 2021 at 5:34pm cst as positive. The patient's sample, (B)(6), was located on plate-(B)(4) at position f3. Plate-(B)(4) contained five empty wells at positions c7, c10, f12, g12, and h12 - three of which displayed zero human and viral amplification. Wells c7 and c10 displayed viral amplification with viral CT values of 38.88 and 39.39. All samples with a viral CT value greater than 36 were repeated. Plates (B)(4) were extracted together by clas (clinical laboratory assistant). Position f3 was negative on all plates except (B)(4), which was repeated for confirmatory testing. (B)(4) had a positive sample but contained six empty wells, all of which displayed zero human and viral amplification. Tecan 12 was used to extract plate-(B)(4) using filter plate lot fg4076, tcep lot 020621as-tc1, wash buffer lot 020521ac-gb1 and elution buffer lot 201712. Tecan 12 was also used to extract plate- (B)(4) using the same reagents and a different pattern of amplification was observed, indicating that there was no contamination in the reagents used for extraction. All eight wells surrounding f3 were negative, so there was no potential contamination from a surrounding well. Moreover, the reagents used to test the patient's sample were within specifications, not expired, passed qc and the floating blank was in the correct location. A floating blank is a well on a 96-well pcr plate that is intentionally left blank (has no specimen) that is used to help verify the correct orientation of the plate in the pcr result software when the plate is undergoing review. Master mix batch 280 was used for pcr. The patient could not be contacted as the patient specifically requested not to be contacted. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Patient reached out to curative because they tested negative days after testing positive. Entire family tested and they are all negative as well. Patient claims to have received a false positive result.